Manufacturer narrative:
Device received a33 alarm during the basic occlusion test due to loose/protruded or flush drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test. Device passed the displacement.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had compromised force sensor system alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that insulin pump was repeating error even after restarting. Customer reported they were able to clear the alarm. Customer able to complete rewind. Customer stated that they perform displacement test and test was failed. The device will be returned for analysis.